Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "failure" was not confirmed nor reproduced during product evaluation; however, baxter quality engineering has confirmed the reported condition as failure code 808:07. A root cause could not be not identified but the pumphead module was replaced. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4) baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed no previous service events were related to the reported condition.

Event description:
The facility reported a colleague infusion pump with a malfunction of "failure." This condition had the potential to interrupt delivery. It is unknown when this condition occurred. The contact did not know if there was patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. No additional information is available.